Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that one (1) tube had a sharp plastic molding defect on the cap which interfered with the laboratory instrumentation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 21-jan-2025 investigation summary 3 samples and 2 photos were returned by the customer in support of this complaint for catalog 362795, lot number 4045998. 3 samples were also sent for catalog 362795, lot number 4137990. Visual examination of samples and photos was performed and revealed gate stub on the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for molding defect/ gate stub on hemogard closure. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that one (1) tube had a sharp plastic molding defect on the cap which interfered with the laboratory instrumentation. No adverse impact was reported regarding the patient or user.